Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. It was reported the "insertion was a little difficult" and the device was not able to be inserted with the first attempt. The physician removed the device and re-inserted the same device successfully a second time. When deploying the needles, the circle on the neck of the plunger did not meet the body. The physician lifted the plunger back slightly with thumb and fingers and pushed the plunger again. The "click' was heard as expected. The "body" of the device was reported to "open up." The physician held the body together with his left hand and was able to retrieve the needles and park the foot without problem. The device was removed from the artery without problem. The knot was positioned for hemostasis. There were no report of an adverse patient event.